Event description:
It was reported that dislodgement and unstable threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.